Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's trilogy evo system board was defective. Low purity and a yellow light occurred. There is no documentation of what needs to be replaced to address the issue. Additionally, the trilogy evo blower assembly, trilogy evo blower bellows seal, trilogy evo blower mount, trilogy evo proportional valve (aecm), trilogy evo 3 way solenoid valve, trilogy evo internal battery door, trilogy evo cooling fan assy, trilogy evo machine flow sensor and trilogy evo muffler assembly were found to be contaminated.